Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/21/2013 for investigation. Investigation results as follows: the reported issue of the platform displaying user advisory 7 faults (discrepancy between load 1 and load 2 too large) was confirmed. The ua 7 fault was observed during review of the archive. The investigation results indicate that defective load cells had caused the faults to occur. Following replacement of the defective load cells, the platform passed all testing criteria.

Event description:
It was reported that during use on a patient, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message that could not be cleared. Clinicians had to revert to manual CPR. No adverse patient sequelae was reported. Manufacturer requested additional information from the customer; however, customer could not provide any additional information.